Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. The product was evaluated. An external/exterior visual inspection was performed and passed. Voltage measurement was performed and failed. A review of the share logs was performed and signal loss over one hour for serial number (B)(6) was not found within the investigation window. The allegation was confirmed. The probable cause was no communication ¿ gap in logs. The reported event of signal loss over one hour is reportable because there was an indication of a transmitter loss of connection for another transmitter. No injury or medical intervention was reported.